Event description:
Customer hospitalized for dka. Customer was disconnected from the pump and placed on an insulin drip. The medical staff and the patient could not hear any clicking when programming the bolus or the basal. Also it stated that the troubleshooting could not be performed, customer was delivering a baby. A replacement pump was requested.